Manufacturer narrative:
Correction: corrected UDI information. Corrected device manufacturer date.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Exact issue is not clear as customer never provided the logs or trends. As per notes on (B)(4), customer decided to perform the repair inhouse. Also, it was indicated that the "ui" message triggered while on a clinical intervention. Exact issue is not determinable.

Manufacturer narrative:
Device evaluated by manufacturer: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us in which ventilator displayed a user interface error ¿detected a user interface issue¿ while unit was on a patient. Furthermore, there was no information regarding patient harm associated with the reported event.